Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range impedance measurements and high out of range shock impedance measurements. Technical services (ts) referred the patient to follow up with their physician. This lead remains in service. No adverse patient effects were reported.